Event description:
I went in for what was supposed to be an uncomplicated davinci laparoscopic procedure to remove an ovarian cyst. Instead, I had to have my entire ovary removed, and due to complications that occurred during this surgery resulted in an ER visit, two add'l hospitalizations and a subsequent surgery to correct the complication of incarcerated hernia caused by part of my intestines being pulled out of the robotic instrument which was subsequently stitched by the surgical intern causing complete blockage of my intestine. This complication would have been fatal if not caught by a different physician during the week long hospital stay following being discharged after this procedure and was not even discovered until days later by a different physician. This complication was due to inadequate training or supervision by the attending surgeon, who left the room and did not instruct his intern on how to avoid this potential complication that can often happen with davinci surgeries if certain steps are not followed by the surgeon to prevent them. I am very lucky that a dr finally listened to me after a week in the hosp and the incarcerated hernia caused by this davinci surgery was repaired a week later. If that had not been the case, I would most certainly had experienced a bowel perforation, likely resulting in sepsis or death. FDA safety report ID# (B)(4).